Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.